Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing on a patient's profile. A technical support specialist reviewed the situation and found that the medication was out of stock. The tss accessed the cabinet via medbank myqlink (mql) to demonstrate the process to the customer, verify the stock status, and resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the user was requested to locate the medication, and it was not showing on a patient's profile. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.